Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was confirmed through review of medical records. The articular surface was the only component returned for evaluation. Visual inspection noted that there are scratches across the articulating surface, a nick on the anterior surface, and some damage to the dovetail feature. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of sterilization certificate confirmed the device was sterilized in accordance with FDA regulations and iso standards. As there is insufficient information regarding the patient¿s previous vascular problems, it cannot be determined if this condition was pre-existing and may have caused or contributed to the infection. Therefore, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information was received through review of medical records. The revision operative report indicated the patient underwent irrigation and debridement, and application of a wound vac. It was noted that the skin was easily opened up, encountering and evacuating pus. Revision operative report further noted the cement was well fixed and additional bone stock had to be removed. The patient was implanted with a spacer and the knee was mobilized.

Manufacturer narrative:
Information was received via medwatch from user facility number (B)(4). The following could not be completed with the limited information provided. Model #/lot #: (B)(4).

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to infection.